Event description:
It was reported, by the patient's son, that post a coronary drug eluting stenting treatment procedure, his father has "a rash over his whole body. The rash started within a week of the stent implantation and has grown to everywhere." The reporter also stated that his father has complained of "feeling cold and falls asleep during activities." Additional information regarding this event is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.